Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, it froze at the six images screen and would not complete the power on self-test (post). The single board computer (sbc) printed circuit board (pcb) was replaced and the device passed all testing.

Event description:
It was reported that a ventilator would freeze at the six images screen and would not complete the power on self-test (post). There was no patient involvement.